Manufacturer narrative:
Calf support assembly.

Event description:
It was reported by service report that the calf support was not locking into position. No pt involvement or adverse consequences are reported.